Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming power supply, power distribution printed circuit board (pcb), and 12-volt battery were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming power supply, power distribution printed circuit board (pcb), and 12-volt battery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the device shut down after start up of the system was complete. There was no patient involvement and no surgical impact. An alternate device was available for use.